Manufacturer narrative:
One suspect pump was returned for evaluation. Upon reviewing the event history log (ehl), the reported error code was noted. Visual and functional tests were performed on the returned device. The probable cause of the reported problem is worn-out clutch parts. The device is repaired by replacing the left and right clutch, clutch spring, worm gear, worm coupling and motor. Replaced the keypad and keypad window because they are damaged. The device passed all functional tests after the repair.

Event description:
It was reported that the device has travel coarse error and a broken screen during self-test. There was no patient involvement.